Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy and painful rash on his back. The patient's nurse advised him to use benadryl and an ointment on the irritation. During a follow-up the patient reported that the rash was a little better but that it was still present.